Event description:
Noticed the tampon was ripped when removing. There were also parts of the cotton from the tampon that were discharged later. Is the product otc? Yes; did the problem stop after the person reduced the dose or stopped taking or using the product? Yes; did the problem return if the person started taking our using the product again? No. Date the person first started taking or using the product: (B)(6) 2018; date the person stopped taking or using the product: (B)(6) 2018. Reason for use: period.